Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was variable and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise. A revision was attempted; however, the patient had a subclavian vein occlusion. The rv lead remains in use and the patient will be transferred to another hospital for the revision procedure. No further patient complications have been reported as a result of this event.